Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal a tampon fell apart into two pieces, which left one of those pieces inside her vaginal cavity. Upon removal she experienced a quick pain which turned to discomfort and subsided after 30 minutes. She manually removed the remaining pledget piece and did not seek medical attention. She did not experience any adverse health effects.